Manufacturer narrative:
(B)(4). D10 - concomitant medical products: 42532006402 - tibia cemented 5 degree stemmed - 64988240. 42522100310 - articular surface medial congruent right - 65673410. G2: foreign - event occurred in australia. H6: component code: mechanical (g04) - femur. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a right knee revision 2 years and 8 months post implantation due to femoral loosening. It was reported that no further information is available.